Event description:
It was reported that the syringe flu plus 0.1-1ml var dose 23x1 experienced leakage. The following information was provided by the initial reporter: 5 with needles that are not straight, bend from the base of the needle. 1 needle & syringe the user stated leaked when drawing up the vaccine.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2102405. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, our quality team could not perform a thorough sample analysis. Based on the investigation results, an exact cause could not be identified for this issue. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe flu plus 0.1-1ml var dose 23x1 experienced leakage. The following information was provided by the initial reporter: 5 with needles that are not straight, bend from the base of the needle. 1 needle & syringe the user stated leaked when drawing up the vaccine.